Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (B)(4) stopped with an unknown error during compressions and wouldn't retract the lifeband". Based on the functional testing and the archive data review performed at zoll, the customer observed error during the compressions was user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The root cause for the ua45 error was due to the driveshaft not being at "home position," likely attributed to unintended user error. User advisory is a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. The reported complaint of "the customer observed a slight burning smell from the autopulse platform" was confirmed during the functional testing. The root cause for the reported complaint was a damaged bearing in the encoder, likely attributed to a defective component. The encoder drive shaft does not rotate smoothly, exhibited binding and resistance, and was loud due to the bearing damage. The autopulse platform gets warm due to the damaged bearing and thereby caused the reported burning smell. The encoder gearbox was replaced to address the reported complaint. Upon visual inspection, unrelated to the reported complaint, noticed a heavily frayed head restraint wire on the top cover of the autopulse platform and a crack on the screw well area of the front enclosure, likely attributed to the user mishandling. The damaged or frayed head restraints do not render the autopulse platform non-functional. The top cover and front enclosure were replaced to address the observed damage. The autopulse platform failed initial functional testing due to the ua45 error message displayed upon powering on. The driveshaft was rotated to the home position using the administrative menu to clear the ua45 error message. Following, this the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) without any fault or error. A load cell characterization test was performed and confirmed that both cell modules function within the specification. Upon further testing, unrelated to the reported complaint, the autopulse platform failed the brake gap inspection. Noticed that the drive train motor brake assembly air gap was too wide (measured at 0.013") and was out of the specification (0.008"). The brake gap could not be adjusted and continues to open out of specification. The conical tip of the two m3-.5 x 4mm set screws have worn out and would not lock into the drivetrain motor shaft dimple locking well and caused the brake to disengage due to a defective drive train, likely attributed to a defective component. The drive train motor was replaced to address the observed failure. In addition, unrelated to the reported complaint, a worn-out front clutch was observed, likely attributed to the frequent use of the device. The clutch was replaced to address the observed issue. The archive data review indicated several ua45 error messages. In addition, unrelated to the reported complaint, the archive indicated ua17 (max motor on time exceeded during active operation), fault 16 (timeout moving to take-up position), and fault 29 (loss of brake connectivity) message. These error messages were not replicated during the functional testing. Based on the investigation, the root cause for the observed error messages in the archive was that the brake gap was out of specification, and the drive train motor was replaced. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
The autopulse platform (B)(4) was used for resuscitating a patient. During the compressions, the autopulse platform stopped with an unknown error and wouldn't retract the lifeband. In addition, the customer observed a slight burning smell from the autopulse platform. The customer provided no further information. The patient's status information was requested, but the customer did not provide a response. Back at the station, the customer tested the autopulse platform by replacing the lifeband; however, the error persisted.